Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was having issues with the sensor glucose and blood glucose readings being different. Advised customer to treat himself based off blood glucose readings from the meter. The customer mentioned a hospitalization on (B)(6) 2014 due to low blood glucose levels. The customer's blood glucose at the time of admission was 28 mg/dl. The customer had treated himself with glucose tablets. The customer stated he had experienced low blood glucose for two weeks. Troubleshooting was done. The customer was unsure of how the low blood glucose occurred. Advised customer to monitor the insulin pump and call back if the issues persisted. Nothing further reported.